Event description:
Customer reported that she received a button error alarm and she is unable to clear it. Customer stated she was laying on the pump so the buttons might have been pressed for more than 3 minutes. Customer also mentioned that pump has been exposed to heat as she has been swimming and has left the insulin pump on the table. Blood glucose is 103 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted on the insulin pump. The act button did not respond due to flattened button dome switch. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.